Event description:
It was reported that there was no magnetic component which is why the screws were difficult to pick up. It was also reported that two (2) screwdrivers were used and neither would pick up the complained screws but both would pick up other screws.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the parts (11 self-tapping screws) were received in a sealed transparent plastic pouch. The pouch was itself placed in a re-sealable plastic bag. The screws visual aspect and outer main dimensions match with the drawing of the screw. From a design point of view the complaint is indeterminate. There is evidences of device usage and deformations to the screw head recesses in two (2) of the eleven (11) screws. For the remaining nine (9) screws the complaint could not be reproduced during the handling test. A handling test has confirmed that two of the eleven screws could not be grasped with the screwdriver. Thus, the handling test confirms partly, that the cruciform recesses have no retention ability and consequently the screws cannot be picked up. The two screws with no holding capabilities were evaluated under optical microscope. The head sections of the screws are showing mechanical damages and permanent deformations. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device reports from synthes (B)(4) report an event in (B)(6) as follows: it was reported that a surgeon was conducting a routine check on the set when it was noticed that the screws were not "picking up." The issue is noted as not being related to the shaft, as the shaft picks up the other screws from the set very well. The event occurred prior to a procedure and did not have surgical or patient involvement. This report is 11 of 11 for (B)(4).

Manufacturer narrative:
Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.